Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibration anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump was not working. It was reported that they performed self-test and the pump did not vibrate. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.